Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the staff were experiencing shoulder and elbow injuries when trying to pull patients back into a seated position after they have slid down on the mattress, and also when trying to slide x-ray panels under the patient. The customer alleges that the mattress cover is too tacky, which is a customer preference issue. The extent of the injuries and any possible medical intervention was not reported.

Manufacturer narrative:
It was reported that the customer has alleged a general increase of injuries from boosting patients. However, they are not alleging any specific injuries attributed to the stryker product, and they did not allege any component malfunctions or defects with the stryker product. It was found that the nursing staff and caregivers do not always use two staff members and do not put the surface in max inflate to help with boosting and preparing the patient for x-rays. The issue was resolved for the customer by visiting the customer and the stryker clinical nurse consultant recommending that they perform these activities in max inflate with two caregivers present.

Event description:
It was reported that the staff were experiencing shoulder and elbow injuries when trying to pull patients back into a seated position after they have slid down on the mattress, and also when trying to slide x-ray panels under the patient. The customer alleges that the mattress cover is too tacky, which is a customer preference issue. The extent of the injuries and any possible medical intervention was not reported.

Event description:
It was reported that the staff were experiencing shoulder and elbow injuries when trying to pull patients back into a seated position after they have slid down on the mattress, and also when trying to slide x-ray panels under the patient. The customer alleges that the mattress cover is too tacky, which is a customer preference issue. The extent of the injuries and any possible medical intervention was not reported.